Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing an irritation. The irritation goes from his back left side to stomach. The area is sore, red and puffy and is now blistering and oozy. There was no alleged device malfunction contributing to the irritation. Patient was given a prescription by a physician due to being diagnosed with shingles that the lifevest was exacerbating. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.